Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during use of this programmer, the display screen suddenly went black and there was a notable burnt smell. No other physical anomalies with the unit however multiple restart/resets were unable to resolve the issues and the unit is expected to be returned for repair. There was no reported patient involvement.